Event description:
Caller reports back to back testing to a professional meter while using the advantage system with results of 277 mg/dl; on the customer's meter and 128 mg/dl on a professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.